Manufacturer narrative:
On 10/16/2017 - we have requested the product be returned to the manufacturer. To date, we have not received the product.

Event description:
On (B)(6) 2017 - the consumer claims that the unit blew up after plugging the cord in the outlet. The consumer received a burn to her thigh and her couch and pillow was caught on fired. Medical attention was not received.